Manufacturer narrative:
The initial reporter became aware of the pt injury as a result of a lawsuit. The local anesthesia kit described by the customer is currently manufactured and marketed by curlin medical. Curlin medical acquired the design of the product in aug 2006 from the original MFR, mckinley medical, llc. Since the acquisition of the product line, curlin medical has received no complaints of this nature for product. Curlin is submitting this report as the current MFR of the device. The initial reported is unable to provide the exact date of the event (ie, when injury to the pt's shoulder was diagnosed). The initial reporter is unable to provide detailed info regarding use of the device, such as location of catheter placement and medication used. The initial reporter is unable to provide info with respect to diagnosis and treatment of the pt as a result of the injury. The initial reporter is unable to provide info regarding the pt's preexisting medical conditions or significant medical history that may have contributed to the injury. Curlin medical is submitting this report within 30 days after becoming aware of the event. As our investigation continues curlin will file a supplement if add'l info becomes available.

Event description:
Curlin medical was informed of a reportable event by a distributor. All info relating to this event was provided by the distributor. The customer reported that a pt suffered permanent damage to their shoulder joint following shoulder surgery. The shoulder surgery involved post operative pain mgmt with a local anesthesia kit. The device was placed into use in 2004.